Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and insulin pump had multiple pump error. Customer¿s blood glucose level was 30 mmol/l at the time of incident. Insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device received with no motor movement alarm during rewind. Problem isolated to motor. Unable to confirm prime anomaly or no delivery alarm due to no motor movement alarm during rewind. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.